Event description:
No additional information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The investigation is complete. Review of the previous repair record identified unrelated repairs to the reported event. The device was returned unrepaired per customer request. Review of the most recent repair record could not be completed because the device was not returned for evaluation and repair. Device is used for treatment. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event cannot be confirmed. H3 other text : device not returned.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is completed, a follow-up/final report will be submitted.

Event description:
It was reported that device is not cutting properly.